Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient reported a potentially serious hypoglycemic event that occurred during the night. According to the patient, she believes her estimated glucose value (egv) on her mobile device may have been in the range of 120¿130 mg/dl, although she cannot confirm this due to being asleep at the time. The event was discovered when the patient's husband noticed she was unusually hot and that her heart was racing. Concerned, he checked her blood glucose using a traditional blood glucose meter, which indicated a low reading. In response, he administered a sugary liquid or beverage (possibly containing glucose) though the patient is unsure of the exact substance due to disorientation upon waking. The patient did not review the app data at the time and remains uncertain about the egv reading during the incident. No emergency medical services were contacted, and the patient did not visit a healthcare facility following the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.